Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted laty for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that the patient developed cerebral infarction during impella support and was discontinued. Aggressive treatment was not desired by the family and on (B)(6) 2021, the patient expired due to cerebral infarction. Per the physician, there may have been a blood clot in the ascending aorta during impella insertion. Causal relationship between the device and the adverse event is unknown; however, the impella was operating fine until the patient expired. The physician does not have any negative impression of impella as he believes the patient would have suffered a stroke with or without inserting impella. No further information was provided.